Event description:
It was reported that the surgeon was bearing too hard down on the flexible drill bit shaft at a hard angle without the gold drill guide and broke 2 (two) shafts. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device was discarded. However; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034- 2022-01551.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. The root cause of the reported issue is attributed to the surgeon bearing hard down on the flex driver at a hard angle without the appropriate gold drill guide identified in the g7 surgical technique and this could cause or contribute to the flex driver breaking; it was also identified the surgeon used a ringloc flex driver with the g7 shell which is also not a compatible combination. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.